Manufacturer narrative:
Tthe user facility did not involve the local dräger s&s organization into any follow-up measures and did not provide further details which would enable a case-specific evaluation. Hence, the reported shutdown can neither be confirmed nor denied. Under consideration that the reported observation is correct, the most likely explanation for the shut-down would be a loss of electrical energy supply. The device is equipped with an internal battery to cover mains power losses so the failure scenario includes a failure to run on internal battery. The simpliest explanation would be that the device was not connected to mains power at the time of event and that the device ran on battery until the latter was depleted. An unexpected shut-down after mains power loss may have occurred when the internal battery was overaged already, depleted at the time of event or when the specific error condition did not allow to continue operation on battery supply. Finally, the reported observation of a black screen and (temporary) stop of ventilation would also apply to a situation in which the device performs a reboot. A reboot is the specified behavior to overcome significant deviations in the processing of sw routines; ventilation would be continued after a successful completion of the reboot sequence. The device will post an acoustical alarm for both situations of shutdown or reboot - in case of complete shutdown the alarm will be annouced by the buzzer of the power supply which is buffered by an independent power source. Further conclusions can't be made due to lack of information; the issue may have been related to infrastructure issues, technical malfunctions, use errors or lack of maintenance or a combination of multiple factors. The involved device is 13 years old and not under a service contract, status of preventive maintenance and repairs is unknown. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device suddenly shut down during use. As per report, the users bridged ventilation support with a manual resuscitator (ambu bag) until a replacement device was made available. The event did not lead to consequences for the patient.